Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose of 47 mg/dl. The customer stated that she had been having problems with the screen going blank on the insulin pump, prior to the event. The customer stated that she changed the battery several times before getting the device to work. Once she got it working, she changed her infusion set, and gave herself insulin. Everything was fine until this morning, when her blood glucose dropped to 47 mg/dl. The customer declined troubleshooting. The customer stated that low blood glucose levels are common for him as he suffers from celiac disease, and has been on kidney dialysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.